Manufacturer narrative:
A. Patient information is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic), intended for use during a high-risk percutaneous coronary intervention (pci), displayed a controller error message upon being powered on for procedural preparation. The error message instructed the user to switch to a back-up controller. However, no back-up controller was available at the facility. As a result, the aic was not used, and the impella pump was never opened or utilized for the procedure. It was confirmed that there was no patient involvement and no impact to any patient, as the device was not placed into service.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.